Manufacturer narrative:
Investigation result a visual examination of the returned complaint device found that there were no damages in the balloon and catheter. It was also noticed that dry contrast was in the balloon, and the inflation lumen was occluded. A microscopic examination of the balloon found a pinhole over the proximal section of the balloon. This failure is likely due to factors or conditions related to the interaction with any surface during the preparation causing the problem of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the balloon was pre-inflated prior to entering the patient and the inflation medium used was air.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a biliary tract dilatation procedure performed on (B)(6) 2020. According to the complainant, during preparation, no resistance was felt when attempting to inflate the balloon. The balloon was inspected and found to have a small tear. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.